Event description:
Per the clinic, the patient experienced intermittencies and subsequent loss of connection to the internal device; however, the issue could not be resolved. The implanted device remains.it is unknown if there are plans to explant the device and to reimplant the patient with a new device as of the date of this report, (B)(6), 2014.

Manufacturer narrative:
Implanted device remains.

Manufacturer narrative:
Per the patient's surgeon, the device was explanted (date not reported); and the patient was reimplanted with another device on the contralateral side during the same surgery. This report is filed january 23, 2015. Device not yet received by manufacturer.